Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker reverted to safety mode operation. The replacement procedure was scheduled, but at this time, there is no evidence to suggest that this intervention has been performed. The device remains in service and no adverse patient effects have been reported.